Event description:
It was reported to medtronic neurosurgery that when the doctor was explanting the lumboperitoneal catheter, it seemed to rot and break off.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.